Event description:
Customer called to request service for a fluid leak underneath the synchron lxi 725 clinical system. On the following day, the field service engineer (fse) inspected the instrument and found that the closed tube aliquotter waste pump was leaking. The fse rebuilt the waste pump to resolve the leak issue and ordered the necessary parts to return on (B)(6) 2011 to replace the waste pump with a new waste pump assembly. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue. Customer stated that patient results were not affected and that no one was harmed by the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).